Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Company rep reported pt punctured the tip of her finger with a lancet. She felt throbbing pain at the puncture site. Her doctor took an x-ray and found something on the site which was dark red and did not look like the broken needle and removed it surgically. Her family insisted that the removed substance was not part of the needle, but she said that it must be, even though it did not look like the needle.